Manufacturer narrative:
(B)(4): eval: method - work order search. Results: a parent child work order search was performed and there were no similar complaints found. Conclusion: no conclusion can be drawn: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that as the surgeon inserted a (B)(4) collamer plate lens and noted a foreign matter in the vial. The lens remains implanted and there were no pt complications.